Event description:
The clinician reports the implant was inserted (B)(6) 2019 in ada 20. On (B)(6) 2020, loss of osseointegration was verified. Patient presented with fair oral hygiene. The device was forwarded to the manufacturer. At the event the patient experienced: pain, mobility and hypersensitivity. No further patient complications were reported.